Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced hypoglycemia. Customer's blood glucose value at the time of incident was 43 mg/dl and current blood glucose level was 144 mg/dl. The customer was treated with food. Based on customer report customer does not allege insulin pump was over delivering. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.